Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23527. It was reported the patient complained that her stimulation is "stuttering." The patient stated she feels the stimulation fades away and then suddenly increases. An impedance check showed low readings on multiple lead contacts. The patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-23527. Follow-up information revealed the patient underwent surgical intervention where her ipg was explanted and replaced. It was also reported the patient was seen for a follow-up appointment and the patient stated postoperative her stimulation continued to fade out and come back on. Diagnostic testing revealed high impedance readings on multiple lead contacts. The sjm representative was able to use other programs which resolved the issue.